Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has an insulin pump and woke up with high blood glucose. Customer stated that her blood glucose has been running high all day. Customer stated that she has been treating for that and nothing is bringing it down. Customer stated that her blood glucose is 600 mg/dl. Customer stated that she gave herself 4 units of insulin. Customer stated that her mouth feels dry. Customer stated that she woke up thirsty with a dry mouth. Customer stated that she is going to change out her set and monitor her blood glucose.